Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician felt resistance and was unable to advance the cat6 through a non-penumbra sheath and, therefore, the cat6 was removed. The procedure was completed using a new catheter and the same sheath. There was no report of an adverse effect to the patient.